Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and rebooted. Functional testing was performed and device passed all relevant testing. Pairing/calibration/performance/range test was performed with a known good transmitter and passed. Receiver log was reviewed and showed loss of connection within the investigation window. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data.